Event description:
During the rv lead reposition, this ra lead became dislodged as the physician pulled out the rv lead. The physician chose to discard and replace this ra lead instead of repositioning. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.